Manufacturer narrative:
(B)(4). Correction: the reported malfunction is alleged against a product that baxter does not have reporting responsibility.

Event description:
The customer reported to baxter (B)(6), on (B)(6) 2010 an incident where the tubing came out from the connection to the huber spike with this huber needle set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample has been discarded and is not available for evaluation. A photograph of the sample was available for review; the separation was confirmed through visual inspection. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available. (B)(4).